Event description:
Sales rep reported that after a pt wore a reliance device at a physician's office for about an hour the device could not be found for removal. An xray was performed and no device was found.